Event description:
It was reported that after the implant, the patient experienced phrenic nerve stimulation from the left ventricular lead. The polarity of the lead was reset to left ventricular ring to right ventricular ring. The lead remains in use. The patient is a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.